Manufacturer narrative:
Visual inspection: device was inspected and confirmed to have fractured at the threaded inner shaft tip. Complaint history records were reviewed for this lot and no similar complaints were identified. It is likely that excessive torque was placed on the device. The ozark surgical technique indicates that the driver should be used with a 12 in-lbs torque limiting handle. If the instrument is subjected to a torque greater than 12 in-lbs., then it will likely result in device damage. However, as additional information was not available, a cause could not be established conclusively.

Event description:
It was reported that an ozark threaded screwdriver 'tip is damaged' intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Event description:
It was reported that an ozark threaded screwdriver 'tip is damaged' intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.